Event description:
During coronary stenting procedure, the strut of the cypher stent became flared. The target site was the distal to mid right coronary artery, which was characterized as a de novo lesion and slight calcification with 99% stenosis and no vessel tortuosity. The lesion was predilated and then the cypher 2.50x23 stent was advanced through the launcher 6f jr4sh guiding catheter; however, resistance was encountered. Therefore, the cypher stent was withdrawn and the physician confirmed flaring of a distal stent strut (which has been coded as "other" under f10 device code). Consequently, another cypher 2.50 x 23 stent was used and successfully implanted without incident to the pt.

Manufacturer narrative:
The product is available for eval and testing. However, the device has not been received as of to date. However, add'l info will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting stents distributed in the us.